Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.0/+2.0/088 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. The lens was implanted vertically. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim#: (B)(4).